Event description:
Both of my feet were burned during an magnetic resonance imaging (MRI). Unable to walk for months due to swelling and pain. Still having problems with swelling 3 years after the injury. The MRI was done at (B)(6). Reported the injury to the hospital, my doctors, etc., and still have not been given an explanation as to how or why this happened. My life has been forever changed because of the injuries to my feet from this MRI test. My left foot had a square indentation the size of a nickel with deep burn from the MRI and both feet soles and heels were severely burned, skin is still abnormal and thin. I can't wear normal shoes still to this day, only slip on shoes with open backs due to the frail thin skin from the burns. The technician put a pillowcase under my feet for the test, no padding. During the test the entire table I was laying on was shaking, I also suffered blisters all over my belly and breast areas as well as on my upper legs. The MRI was done to check my left foot, talus. The pain was horrible for months; I've had multiple surgeries and the pain from these MRI burns were worse than anything I've ever felt in my life. During the test I told the technician that my feet felt warm, he assured me that this was normal and did not stop the test. I deserve answers as to how and why this happened to me. My main priority is to bring awareness to this issue to prevent this from happening to anyone else in the future.